Event description:
Nurse reported the pt had gone hiking on (B)(6) 2012. She felt good but had left her blood glucose meter at home. She changed the infusion set in the morning on (B)(6) 2012, and the headset was inserted with the insertion device. She felt sleepy and ill, and she became nauseous in the afternoon and vomited. She continued to vomit during the night and became unresponsive. Her husband contacted an ambulance on (B)(6) 2012, and she was transported to the hospital. She was admitted to the intensive care unit of the hospital, and her blood glucose was 952 mg/dl. She received treatment of insulin via perfusor and vomex a. Nurse reported the infusion set cannula was bent. Pt remained in the intensive care unit until (B)(6) 2012 and was in regular care unit from (B)(6) 2012. She had attempted to use the infusion device on (B)(6) 2012 but the piston rod was "blocked." The pt did not make an allegation against the insulin delivery of the infusion device and reported she had not checked her blood glucose during the entire weekend. The infusion device and accessories were requested for eval. No further info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.